Event description:
Patient received multiple shocks due to possible lead integrity issue. Following the shocks, the physician was unable to interrogate the device. Home monitoring data shows on (B)(6) 2019 the device had 56% battery. Device remains implanted.

Manufacturer narrative:
This lead was capped on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.